Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that patient experienced hyperglycemia due to recurring error messages; was hospitalized and treated with an IV of unknown content and corrections via alternative therapy.